Event description:
Medtronic (covidien) received information regarding incidents involving its products. Treatment of a spinal fistula in tortuous anatomy. During the procedure after 25 minutes of onyx 18 injection, it was reported that it was not possible to retract the marathon catheter due to approximately 4cm of onyx reflux. Attempts were made to remove the catheter after the use of nimodipine. The tip of the marathon marker was inside the vessel and a microsnare was used to remove it from the patient¿s body. The patient was reported to be doing well. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2015-00293.

Manufacturer narrative:
Based on the above findings, the customer's report was confirmed. The broken end of the distal tip exhibited plastic deformation of the tubing material (stretching) which indicated that catheter was broken when pulled and exceeding the tensile strength of the tubing material. The useable length of the catheter was measured to be approximately 171.20cm. The distal floppy segment was measured to be approximately 29.70cm. The catheter was found to be stretched for approximately 7.0cm. The catheter was also found to be ruptured at approximately 24.5cm, 18.0cm and 4.3cm from the distal end. The catheter appeared to have ruptured due to over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter, resulting in pressures exceeding the limits of the catheter. The catheter was also found to be damaged (wavy). However, the cause for this damage could not be determined. Upon further examination, the distal marker band was found to be dislodged from the catheter, as confirmed by the customer. All products are 100% inspected for damage and irregularities during manufacture. Note: per the onyx IFU (instruction for use): do not allow more than 1 cm of onyx to reflux back over catheter tip. Excessive onyx reflux may result in difficult catheter removal and potential entrapment. Reference (B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. Requests have been made for the device return or reason for non-return, but without correspondence. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).